Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 syringe of juvederm® ultra plus xc in the nasolabial fold. The patient then experienced a vascular occlusion in the nasolabial fold. The patient was treated with an injection of hylenex®. The next day the patient received another injection of hylenex® to the affected area. The events resolved after receiving the second injection of hylenex®.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient with 1 syringe of juvederm® ultra plus xc in the nasolabial fold. The patient then experienced a vascular occlusion in the nasolabial fold. The patient was treated with an injection of hylenex®. The next day the patient received another injection of hylenex® to the affected area. The events resolved after receiving the second injection of hylenex®.